Manufacturer narrative:
Concomitant products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 26-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 1 mg/day) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient experienced withdrawal symptoms approximately five days ago. The symptoms were mild and included headache and some nausea. It was noted the doctor could not aspirate catheter in office on (B)(6) 2021 and was referred for a catheter replaced. The catheter was replaced on (B)(6) 2021 and the customer discarded the 8711. It was noted the old 8711 was torn right below the anchor site.  There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The patient's medical history was asked and would not be made available.